Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
On (B)(6) 2018, at 9:00 p.m., the customer obtained a blood glucose reading of 360 mg/dl on a contour meter. Based on this reading, the customer took 16 units of insulin, which is her normal insulin intake, and went to bed. She woke up in the middle of night with the symptoms of hypoglycemia, such as sweating, shaking and feeling bad. On (B)(6) 2018, at 12:00 a.m., she performed another testing on the contour meter and obtained a reading of 42 mg/dl. She took some orange juice and felt better. About an hour after taking the orange juice, she took another reading on the contour meter and obtained a result of 83 mg/dl. Since she was feeling better, she went to sleep again. She did not have any more symptoms after this. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.